Event description:
Additional information indicates the patient was readmitted (B)(6) 2015 due to manipulation under anesthesia. The patient also presented with swelling of the right knee on (B)(6) 2016 however no treatment was provided.

Manufacturer narrative:
Other components involved in this event, as outlined, have been communicated through mdrs 1020279-2017-01140 , 1020279-2017-01141 and 1020279-2017-01143 . (B)(4).

Event description:
It was reported the patient underwent a manipulation under anesthesia due to loss of flexion.